Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('injury') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced eating disorder ("eating problems") and malaise ("never want to get out of bed") and was found to have weight decreased ("I have lost many lbs to due this. My bones are protruding from my skin"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal, eating disorder, malaise and weight decreased outcome was unknown. The reporter considered eating disorder, malaise, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events added: ¿eating problems¿, ¿never want to get out of bed¿ and ¿my bones are protruding from my skin¿. On 16-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('injury') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.